Manufacturer narrative:
PMA/510(k) # p100022/s014. (B)(4). Exemption number: e2016031 (B)(4) this follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zisv6-35-125-6-120-ptx device of lot number c1370502 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a 0.035" diameter, benson wire guide. The device was flushed as per the instructions for use. The stent was fractured after partial deployment, during the attempted removal of the device. The target site was highly calcified and the bifurcation was tight. Pre-dilation was conducted prior to stent deployment. On evaluation of the returned device, it was observed that the device was returned with the handle disassembled. The retraction wire was found to be separated from the stent retraction sheath (srs). 7.7cm of the stent was still loaded in the delivery system, and there was evidence of stent fracture, confirming the customer testimony. Tactile damage was noted on the distal end of the stability sheath (ss) at 22cm from the distal end of the sheath. There was evidence that the strain relief was cut. The stability sheath was pulled back, and there was evidence of congealed blood in the delivery system. There were crinkles observed in the distal end of the srs. Complaint is confirmed as the failure was verified in the laboratory. The retraction wire was found to be separated from the stent retraction sheath (srs). Possible cause for this occurrence could be the difficult patient anatomy. From customer testimony, it is known that the target location was highly calcified, and the patient¿s bifurcation was tight. A difficult anatomy could have created resistance during deployment, which could have caused or contributed to the retraction wire separating from the stent retraction sheath. The separation could have caused the partial deployment and the stent fractured when the device was withdrawn from the patient. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1370502. According to information provided, the patient did not experience any adverse effects due to this occurrence. The fractured stent portion was covered with an additional stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the doctor was attempting to deploy the stent and mid deployment, the thumbwheel broke. The stent was unable to be fully deployed. Upon removing the stent, it fractured circumferentially. The broken portion of the stent was left in the patient and another stent was deployed inside the broken stent.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zisv6-35-125-6-120-ptx device of lot number c1370502 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated once the device is returned and evaluated. From customer testimony, it is known that the complaint device was advanced over a 0.035" diameter, benson wire guide. The device was flushed as per the instructions for use. The stent was fractured after partial deployment, during the attempted removal of the device. The target site was highly calcified and the bifurcation was tight. Pre-dilation was conducted prior to stent deployment. There is no evidence to suggest that this incident did not occur. Complaint is confirmed based on the customer¿s testimony. Possible cause for this occurrence could be the difficult patient anatomy. From customer testimony, it is known that the target location was highly calcified, and the patient¿s bifurcation was tight. A difficult anatomy could have created resistance during deployment, which could have caused or contributed to the partial deployment and the stent fracture. However, as the complaint device has not yet been returned, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product instructions for use. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1370502. It may be noted that the failure mode of "deployment difficult" has been provisionally assigned. The final failure mode will be confirmed following device return and evaluation. According to information provided, the patient did not experience any adverse effects due to this occurrence. The fractured stent portion was covered with an additional stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor was attempting to deploy the stent and mid deployment, the thumbwheel broke. The stent was unable to be fully deployed. Upon removing the stent, it fractured circumferentially. The broken portion of the stent was left in the patient and another stent was deployed inside the broken stent.